Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable, gel leak) was investigated. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. In addition, the gels were blown. There was no treatment event with patient, the arrythmia sequence was terminated before a treatment. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had a damaged cable.